Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by nausea, vomiting and abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis can be directly attributed to intra-abdominal sources due to a gi infection as reported by a medical professional. Though a less common source of peritonitis, it is known that gi infections can cause or contribute to infections of the peritoneum. This is further evidenced by the presence of a systemic infection that involved opportunistic multidrug-resistant organisms. Therefore, the liberty select cycler and liberty cycler set can be excluded as the root cause of this infection. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
It was reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was diagnosed with peritonitis. Initially it was reported the patient had a catheter infection. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 following symptoms of nausea, vomiting, abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with no growth and an elevated white blood cell (wbc) count (exact value unknown). Blood cultures taken in the hospital on (B)(6) 2021 presented acinetobacter (species unknown). It was determined the patient had a systemic infection that originated from gastrointestinal (gi) sources and unrelated to pd therapy. The patient was also diagnosed with peritonitis due to intra-abdominal sources resulting from the gi infection. The patient was prescribed intravenous (IV) vancomycin (unknown dose, frequency and duration) and other IV antibiotics that were not reported by the hospital to the outpatient clinic. The patient underwent ccpd therapy on a hospital provided cycler (unknown brand and model) until it was decided to remove the patient¿s pd catheter (not a fresenius product) and place a central vascular catheter in favor of hemodialysis (hd). The patient continued with hd for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s gi infection, peritonitis, the associated symptoms and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues with hd therapy on an in-center basis post-discharge with plans to return to pd therapy once cleared by their physician.

Manufacturer narrative:
Corrected information: h6 - conclusion code- replacing c139471 with c91872 (transcription error).

Event description:
It was reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was diagnosed with peritonitis. Initially it was reported the patient had a catheter infection. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 following symptoms of nausea, vomiting, abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2021 presented with no growth and an elevated white blood cell (wbc) count (exact value unknown). Blood cultures taken in the hospital on (B)(6) 2021 presented acinetobacter (species unknown). It was determined the patient had a systemic infection that originated from gastrointestinal (gi) sources and unrelated to pd therapy. The patient was also diagnosed with peritonitis due to intra-abdominal sources resulting from the gi infection. The patient was prescribed intravenous (IV) vancomycin (unknown dose, frequency and duration) and other IV antibiotics that were not reported by the hospital to the outpatient clinic. The patient underwent ccpd therapy on a hospital provided cycler (unknown brand and model) until it was decided to remove the patient¿s pd catheter (not a fresenius product) and place a central vascular catheter in favor of hemodialysis (hd). The patient continued with hd for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6)/ 2021. It was confirmed the patient¿s gi infection, peritonitis, the associated symptoms and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues with hd therapy on an in-center basis post-discharge with plans to return to pd therapy once cleared by their physician.

Event description:
It was reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was diagnosed with peritonitis. Initially it was reported the patient had a catheter infection. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on 18/may/2021 following symptoms of nausea, vomiting, abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital on 18/may/2021 presented with no growth and an elevated white blood cell (wbc) count (exact value unknown). Blood cultures taken in the hospital on 18/may/2021 presented acinetobacter (species unknown). It was determined the patient had a systemic infection that originated from gastrointestinal (gi) sources and unrelated to pd therapy. The patient was also diagnosed with peritonitis due to intra-abdominal sources resulting from the gi infection. The patient was prescribed intravenous (IV) vancomycin (unknown dose, frequency and duration) and other IV antibiotics that were not reported by the hospital to the outpatient clinic. The patient underwent ccpd therapy on a hospital provided cycler (unknown brand and model) until it was decided to remove the patient¿s pd catheter (not a fresenius product) and place a central vascular catheter in favor of hemodialysis (hd). The patient continued with hd for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patient¿s gi infection, peritonitis, the associated symptoms and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues with hd therapy on an in-center basis post-discharge with plans to return to pd therapy once cleared by their physician.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release.as a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.